Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). For product information received. Depuy synthes has been informed that the lot number is not available.

Event description:
The customer called to say during a finger procedure, the suture was frayed during insertion. The surgeon drilled a second bone hole and used another like device to complete the procedure. There were no patient consequences. The delay was about one minute.